Manufacturer narrative:
Voluntary distributor narrative. The manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the unimax sb534, mini endo pocket, broke inside the patient during a laparoscopic salipingoectomy for ectopic pregnancy on 7/6/20. The surgeon stated that the staff was familiar with the product. The bag was the correct size chosen for the specimen. It was also stated that all pieces were retrieved .however, no other details were provided regarding the event. The was no surgical delay reported. There was no patient injury or impact reported. The procedure was completed as planned using another of the same product. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.